Event description:
It was reported that the patient received inappropriate shocks due to oversensing noise. The lead was explanted and replaced.

Event description:
Additional information received noted that the patient was stable after the procedure.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).